Event description:
It was reported that during a shoulder the suture threads contained in the anchor broke cleanly after screwing and removing the blue handle of the swivelock. The anchor remained fixated in the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device from another manufacturer. Due to the change of the device a different technique was necessary to finish the surgery successfully. No further information were provided by the customer what kind of technique change has been performed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.